Event description:
The manufacturer received information alleging that the patient was using an everflo device and smoking at the same time thus causing flames that injured the patient. The patient required to be admitted to the hospital for burns. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Despite multiple attempts by email to (B)(4) on 05/27/2025, 06/02/2025 and 06/10/2025, the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, box b, h has been updated/corrected.